Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 800 instrument, and identified the failure of the carbon bridge. The fse replaced the carbon bridge to resolve the issue. Section: information not provided by customer. The beckman coulter internal identifier is case: (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) which includes na (sodium), k (potassium), co2 (carbon dioxide), cl (chloride) and calc (calcium) with high anion gap on their unicel dxc 800 instrument. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.